Event description:
Related manufacturer reference number: 3006705815-2022-16679, related manufacturer reference number: 1627487-2022-04964, related manufacturer reference number: 1627487-2022-04965. It was reported that the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2022. During the surgery it was noted that the anchors were broken. Per the physician, the patient is very thin and the leads were pretty superficial and the spinous process was protruding right near the anchors. As such, the bone was what broke the anchors. The leads and anchors were explanted and replaced to address the issue. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient experienced ineffective therapy due to the lead migration.